Event description:
The customer reported having unexplained high blood glucose for one day. Troubleshooting was performed. The customer's most recent glucose reading was 450 mg/dl, and he has treated with the insulin pump. The customer stated that sometimes insulin squirts out of the end of infusion during the manual prime process, and the numbers did not appear on the screen. The customer stated that he does not have a back up plan and will go to the ER. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.